Manufacturer narrative:
: The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Clinical investigation revealed that no further patient information is available, and the patient's current status is unknown. Therefore, no further assessment is able to be performed at this time. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on thermal injury. A review of risk management files found that the reported failure was documented appropriately. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. During functional evaluation the device produced plasma on ablate/coag min./max. Settings as specified after bypassing the error e-7. The suction line was tested and performed as intended; no unusual heat development could be registered during the functional test. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) failure to attach the suction adapter may cause thermal injury to the physician or patient. 2) failure to provide proper suction mayresult in physician or patient thermal injury. 3) using pre-warmed saline with the ambient wands may result in tissue damage or thermal injury. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopic subacromial decompression, the patient had a burn around skin where the suction tube was contacting. The severity was epidermal burn. The temperature setting of controller was 50 degree. The tube was not connected to suction equipment for 10 min. Procedure was successfully completed with the same device, no delay and no other patient complication was reported and the patient outcome is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.